Event description:
False negative result. For negative results for all of the tests and went to urgent care a few hours later and was positive for flu a on the same type of rapid test. Wouldn't trust these results so don't waste your money.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.